Manufacturer narrative:
Product event summary: manufacturer¿s analysis found that the main printed circuit board (pcb) of the device was contaminated. Additionally, the upper case, lower case, output connector assembly, display, display frame, keypad, encoder switch assembly, encoder nuts, five case screws, knobs, and main pcb screws were all contaminated, as well. The device failed incoming testing; there was no print out and there was an error. Also, two stuck buttons were detected, one of which was recovered. All found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and passed final functional and system tests.

Event description:
It was reported that the returned external pulse generator subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.